Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated the console alarms "vent valve failed" when powered on. The perfusionist stated this has been going on for a while now and the problem is intermittent so they have chosen to continue use of the pump. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer for evaluation.

Manufacturer narrative:
Evaluation of the returned console found the complaint condition was duplicated. When powered on the unit alarmed ec 219 "vent valve failed" during diagnostics. The console was opened and checked for damage, fluid intrusion and defects. Investigation found the right pump pressure transducer was found to be problematic. The right pump pressure transducer was replaced and the complaint was no longer duplicated. The console was reassembled.